Event description:
Drive devilbiss is the initial importer of the device which is a elevated toilet seat. The device has not been returned. It has not been evaluated. Device is an elevated toilet seat with metal removable metal arms. End-user leaned to the sit while on the device. He fell and hit his head and cut open his arm. He was taken to the emergency room.